Manufacturer narrative:
The reported event of failure to advance the stylet was confirmed. A complete lead was returned in one piece for analysis. Visual and x-ray examinations of the lead found no anomalies. The stylet insertion test was performed, and found the stylet was not able to advance beyond the middle region. Destructive analysis found the inner coil was clogged with blood at the middle region. The cause of the reported event was due to clogged blood in the inner coil.

Event description:
It was reported that the patient presented for an implant procedure. During left bundle branch area pacing (lbbap) lead placement, it was noted that the stylet was unable to be advance down through the lbbap lead. The lbbap lead was not used and replaced during procedure on (B)(6) 2025. The patient was stable.